Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported difficulty charging and pain at the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation confirmed that the cls was positioned beyond intended depth and at an angle. A revision procedure was performed to replace and reposition the cls and resolve the reported event.

Manufacturer narrative:
Additional information: section d - expiration date; device available for evaluation section g - date received by manufacturer; type of report section h - device manufacture date; evaluation codes the cls was returned to saluda for analysis. The cls passed functional testing, and no anomalies were identified. The root cause of the implant pain and charging difficulty cannot be definitely determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include, cls migration or suboptimal placement, which may result in pain or difficulty in charging and the patient may require surgery (including revision, explant, and replacement) as a result".